Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("expulsion of essure device") in a 44-year-old female patient who had essure (batch no. Left-b60782, right-b82481) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd, neck pain, sore throat, cough, infection and endometriosis. Concomitant products included b-komplex (b vitamin comp [b5,b3,b6,b2,b1 hcl]), biotin, colecalciferol (vitamin d3), copper, glutathione, taurine and zinc. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal-vaginal,bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), palpitations ("blood or heart disorder/condition type: heart palpitations"), fatigue ("fatigue"), weight increased ("weight gain") and rash ("rashes or skin conditions type: rash on both feet"). On (B)(6) 2017, the patient experienced urinary retention ("bladder or urinary problems or changes-inability to urinate") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), heart rate irregular ("irregular heart rate"), tooth disorder ("dental problems"), adrenal insufficiency ("hormonal changes describe: adrenal glands are not functioning"), lethargy ("lethargy"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: depression"), vitreous floaters ("vision/eye problems type: many floaters"), pain in extremity ("pain right pointer finger"), back pain ("pain lower back"), arthralgia ("joint pain and cracking at joints"), anxiety ("anxiety") and constipation ("chronic constipation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, alopecia, vaginal haemorrhage, menorrhagia, urinary tract disorder, palpitations, heart rate irregular, tooth disorder, adrenal insufficiency, lethargy, amnesia, feeling abnormal, rash, vitreous floaters, arthralgia and constipation outcome was unknown, the urinary retention, fatigue, depression, pain in extremity and back pain had resolved and the weight increased and anxiety was resolving. The reporter considered adrenal insufficiency, alopecia, amnesia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, fatigue, feeling abnormal, heart rate irregular, lethargy, menorrhagia, pain in extremity, palpitations, pelvic pain, rash, tooth disorder, urinary retention, urinary tract disorder, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. The reporter commented: she had need for additional surgery date(s) of removal: (B)(6)2017, (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received. Lot no. Was added. Concomitant conditions were added. Lab test date was updated. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('expulsion of essure device'), adrenal insufficiency ('hormonal changes describe: adrenal glands are not functioning'), syncope ('vasovagal syncope') and coeliac disease ('celiac disease / intestinal issue') in a 44-year-old female patient who had essure (batch no. B60782-inv,b82481, b60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal and low back pain. Concurrent conditions included overweight, gerd, neck pain, sore throat, cough, infection and endometriosis. Concomitant products included adrenal gland;calcium (tads adrenal supplement) since (B)(6)2017, biotin, calcium pantothenate;nicotinamide (b vitamin comp), colecalciferol (vitamin d3), copper, glutathione, taurine and zinc. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal-vaginal,bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), palpitations ("blood or heart disorder/condition type: heart palpitations"), fatigue ("fatigue/ extreme fatigue"), adrenal insufficiency (seriousness criterion medically significant), lethargy ("lethargy / hormonal changes describe: lethargy"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash on both feet"), back pain ("pain lower back"), arthralgia ("joint pain and cracking at joints") and anxiety ("anxiety / anxiousness") and was found to have weight increased ("weight gain / hormonal changes- weight gain"), 1 year after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6)2017, the patient experienced urinary retention ("bladder or urinary problems or changes-inability to urinate"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder issue / bladder pressure") and was found to have heart rate irregular ("irregular heart rate"). In 2017, the patient experienced vitreous floaters ("vision/eye problems type: many floaters"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain in extremity ("pain right pointer finger"), constipation ("chronic constipation"), pruritus ("feet itch"), dizziness ("light headed / dizzy"), cold sweat ("clammy"), menstruation irregular ("irregular menstrual cycle"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("huge bloated belly"), headache ("headaches"), syncope (seriousness criterion medically significant), fallopian tube cyst ("cysts on my fallopian tubes"), uterine scar ("scar and uterus"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), flatulence ("gas pain"), coeliac disease (seriousness criterion medically significant), vertigo ("vertigo"), illness anxiety disorder ("hypochondriac"), complication of device insertion ("a coil was misplaced during implantation") and nodule ("nodule that grew on finger") and was found to have cardiac murmur ("heart murmur / heart issues") and uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device expulsion, alopecia, vaginal haemorrhage, menorrhagia, urinary tract disorder, palpitations, heart rate irregular, tooth disorder, adrenal insufficiency, lethargy, amnesia, feeling abnormal, rash, vitreous floaters, arthralgia, constipation, pruritus, cold sweat, menstruation irregular, gastrooesophageal reflux disease, cardiac murmur, abdominal distension, headache, uterine leiomyoma, syncope, fallopian tube cyst, uterine scar, musculoskeletal pain, neck pain, flatulence, coeliac disease, vertigo, illness anxiety disorder, complication of device insertion and nodule outcome was unknown, the urinary retention, fatigue, depression, pain in extremity, back pain and bladder disorder had resolved and the weight increased and anxiety was resolving. The reporter considered abdominal distension, adrenal insufficiency, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, cardiac murmur, coeliac disease, cold sweat, complication of device insertion, constipation, depression, device expulsion, dizziness, fallopian tube cyst, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, headache, heart rate irregular, illness anxiety disorder, lethargy, menorrhagia, menstruation irregular, musculoskeletal pain, neck pain, nodule, pain in extremity, palpitations, pelvic pain, pruritus, rash, syncope, tooth disorder, urinary retention, urinary tract disorder, uterine leiomyoma, uterine scar, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: she had need for additional surgery date(s) of removal: (B)(6)2017, (B)(6)2018. Mr - insertion details (B)(6)2014. The left tubal ostium was visualized and the essure coil was inserted without difficulty in the usual fashion. There was some difficulty initially visualizing the right tubal ostium. The second essure coil was deployed in what appeared to be the right tubal ostium. However, when the scope was pulled back, the coil was seen inside of the uterine cavity. This was removed with a hysteroscopic grasper. The scope was placed further lateral and the tubal ostium was then visualized in the right cornual area. The second essure coil was then placed in the proximal right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Lot number (b60782) is invalid. Lot number:b60752. Manufacture date: 2013/08. Expiration date:2016/08. Lot number:b82481. Manufacture date: 2013/10. Expiration date:2016/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("expulsion of essure device") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gerd and neck pain. Concomitant products included b-complex (b vitamin comp [b5,b3,b6,b2,b1 hcl]), biotin, cholecalciferol (vitamin d3), copper, glutathione, taurine and zinc. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal-vaginal,bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), palpitations ("blood or heart disorder/condition type: heart palpitations"), fatigue ("fatigue"), weight increased ("weight gain") and rash ("rashes or skin conditions type: rash on both feet"). On (B)(6) 2017, the patient experienced urinary retention ("bladder or urinary problems or changes-inability to urinate") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), heart rate irregular ("irregular heart rate"), tooth disorder ("dental problems"), adrenal disorder ("hormonal changes describe: adrenal glands are not functioning"), lethargy ("lethargy"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: depression"), vitreous floaters ("vision/eye problems type: many floaters"), pain in extremity ("pain right pointer finger"), back pain ("pain lower back"), arthralgia ("joint pain and cracking at joints"), anxiety ("anxiety") and constipation ("chronic constipation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, alopecia, vaginal haemorrhage, menorrhagia, urinary tract disorder, palpitations, heart rate irregular, tooth disorder, adrenal disorder, lethargy, amnesia, feeling abnormal, rash, vitreous floaters, arthralgia and constipation outcome was unknown, the urinary retention, fatigue, depression, pain in extremity and back pain had resolved and the weight increased and anxiety was resolving. The reporter considered adrenal disorder, alopecia, amnesia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, fatigue, feeling abnormal, heart rate irregular, lethargy, menorrhagia, pain in extremity, palpitations, pelvic pain, rash, tooth disorder, urinary retention, urinary tract disorder, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Date(s) of removal: (B)(6) 2017, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, pregnancy information, other relevant history, lab data, product information, concomitant drugs, and events- expulsion of essure device, vaginal bleeding, menorrhagia, bladder-inability to urinate, urinary problems or changes, blood or heart disorder/condition type: heart palpitations, irregular heart rate, dental problems, fatigue, hormonal changes describe: adrenal glands are not functioning, weight gain, lethargy, neurological conditions or problems type: memory loss, brain fog, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: depression, vision/eye problems type: many floaters, weight gain, pain right pointer finger, pain lower back, joint pain and cracking at joints, anxiety, chronic constipation were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('expulsion of essure device'), adrenal insufficiency ('hormonal changes describe: adrenal glands are not functioning'), syncope ('vasovagal syncope') and coeliac disease ('celiac disease / intestinal issue') in a 44-year-old female patient who had essure (batch no. L-b60782, r-b82481, l-b60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal and low back pain. Concurrent conditions included overweight, gerd, neck pain, sore throat, cough, infection and endometriosis. Concomitant products included adrenal gland;calcium (tads adrenal supplement) since 18-aug-2017, b-komplex (b vitamin comp [b5,b3,b6,b2,b1 hcl]), biotin, colecalciferol (vitamin d3), copper, glutathione, taurine and zinc. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal-vaginl,bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), palpitations ("blood or heart disorder/condition type: heart palpitations"), fatigue ("fatigue/ extreme fatigue"), adrenal insufficiency (seriousness criterion medically significant), lethargy ("lethargy / hormonal changes describe: lethargy"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash on both feet"), back pain ("pain lower back"), arthralgia ("joint pain and cracking at joints") and anxiety ("anxiety / anxiousness") and was found to have weight increased ("weight gain / hormonal changes- weight gain"), 1 year after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced urinary retention ("bladder or urinary problems or changes-inability to urinate"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder issue / bladder pressure") and was found to have heart rate irregular ("irregular heart rate"). In 2017, the patient experienced vitreous floaters ("vision/eye problems type: many floaters"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain in extremity ("pain right pointer finger"), constipation ("chronic constipation"), pruritus ("feet itch"), dizziness ("light headed / dizzy"), cold sweat ("clammy"), menstruation irregular ("irregular menstrual cycle"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("huge bloated belly"), headache ("headaches"), syncope (seriousness criterion medically significant), fallopian tube cyst ("cysts on my fallopian tubes"), uterine scar ("scar and uterus"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), flatulence ("gas pain"), coeliac disease (seriousness criterion medically significant), vertigo ("vertigo"), illness anxiety disorder ("hypochondriac"), complication of device insertion ("a coil was misplaced during implantation") and nodule ("nodule that grew on finger") and was found to have cardiac murmur ("heart murmur / heart issues") and uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, alopecia, vaginal haemorrhage, menorrhagia, urinary tract disorder, palpitations, heart rate irregular, tooth disorder, adrenal insufficiency, lethargy, amnesia, feeling abnormal, rash, vitreous floaters, arthralgia, constipation, pruritus, cold sweat, menstruation irregular, gastrooesophageal reflux disease, cardiac murmur, abdominal distension, headache, uterine leiomyoma, syncope, fallopian tube cyst, uterine scar, musculoskeletal pain, neck pain, flatulence, coeliac disease, vertigo, illness anxiety disorder, complication of device insertion and nodule outcome was unknown, the urinary retention, fatigue, depression, pain in extremity, back pain and bladder disorder had resolved and the weight increased and anxiety was resolving. The reporter considered abdominal distension, adrenal insufficiency, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, cardiac murmur, coeliac disease, cold sweat, complication of device insertion, constipation, depression, device expulsion, dizziness, fallopian tube cyst, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, headache, heart rate irregular, illness anxiety disorder, lethargy, menorrhagia, menstruation irregular, musculoskeletal pain, neck pain, nodule, pain in extremity, palpitations, pelvic pain, pruritus, rash, syncope, tooth disorder, urinary retention, urinary tract disorder, uterine leiomyoma, uterine scar, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: she had need for additional surgery date(s) of removal: (B)(6) 2017, (B)(6) 2018. Mr - insertion details (B)(6) 2014: the left tubal ostium was visualized and the essure coil was inserted without difficulty in the usual fashion. There was some difficulty initially visualizing the right tubal ostium. The second essure coil was deployed in what appeared to be the right tubal ostium. However, when the scope was pulled back, the coil was seen inside of the uterine cavity. This was removed with a hysteroscopic grasper. The scope was placed further lateral and the tubal ostium was then visualized in the right cornual area. The second essure coil was then placed in the proximal right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received: reporters information was added. New events "itchy legs, light-headed, clammy, irregular menstrual cycle, intestinal issue, gerd, heart murmur, bloating, headache, uterine fibroids, vasovagal syncope, fallopian tube cyst, scar and uterus, shoulder pain, neck pain, gas pain, celiac disease, vertigo, bladder issue, hypochondriac, complication of device insertion" were added. On 11-sep-2019: pfs received: a different lot number was reported: b60752 (left). Event nodule that grew on finger added. Follow up 3 and follow up 4 processed together. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('expulsion of essure device'), adrenal insufficiency ('hormonal changes describe: adrenal glands are not functioning'), syncope ('vasovagal syncope') and coeliac disease ('celiac disease / intestinal issue') in a 44-year-old female patient who had essure (batch no. B60782-inv,b82481, b60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope vasovagal and low back pain. Concurrent conditions included overweight, gerd, neck pain, sore throat, cough, infection and endometriosis. Concomitant products included adrenal gland;calcium (tads adrenal supplement) since (B)(6) 2017, biotin, calcium pantothenate;nicotinamide (b vitamin comp), colecalciferol (vitamin d3), copper, glutathione, taurine and zinc. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal-vaginl,bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), palpitations ("blood or heart disorder/condition type: heart palpitations"), fatigue ("fatigue/ extreme fatigue"), adrenal insufficiency (seriousness criterion medically significant), lethargy ("lethargy / hormonal changes describe: lethargy"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("brain fog"), depression ("psychological or psychiatricproblems condition: depression"), rash ("rashes or skin conditions type: rash on both feet"), back pain ("pain lower back"), arthralgia ("joint pain and cracking at joints") and anxiety ("anxiety / anxiousness") and was found to have weight increased ("weight gain / hormonal changes- weight gain"), 1 year after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced urinary retention ("bladder or urinary problems or changes-inability to urinate"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder issue / bladder pressure") and was found to have heart rate irregular ("irregular heart rate"). In 2017, the patient experienced vitreous floaters ("vision/eye problems type: many floaters"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain in extremity ("pain right pointer finger"), constipation ("chronic constipation"), pruritus ("feet itch"), dizziness ("light heahed / dizzy"), cold sweat ("clammy"), menstruation irregular ("irregular menstrual cycle"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("huge bloated belly"), headache ("headaches"), syncope (seriousness criterion medically significant), fallopian tube cyst ("cysts on my fallopian tubes"), uterine scar ("scar and uters"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), flatulence ("gas pain"), coeliac disease (seriousness criterion medically significant), vertigo ("vertigo"), illness anxiety disorder ("hypochondriac"), complication of device insertion ("a coil was misplaced during implantation") and nodule ("nodule that grew on finger") and was found to have cardiac murmur ("heart murmur / heart issues") and uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, alopecia, vaginal haemorrhage, menorrhagia, urinary tract disorder, palpitations, heart rate irregular, tooth disorder, adrenal insufficiency, lethargy, amnesia, feeling abnormal, rash, vitreous floaters, arthralgia, constipation, pruritus, cold sweat, menstruation irregular, gastrooesophageal reflux disease, cardiac murmur, abdominal distension, headache, uterine leiomyoma, syncope, fallopian tube cyst, uterine scar, musculoskeletal pain, neck pain, flatulence, coeliac disease, vertigo, illness anxiety disorder, complication of device insertion and nodule outcome was unknown, the urinary retention, fatigue, depression, pain in extremity, back pain and bladder disorder had resolved and the weight increased and anxiety was resolving. The reporter considered abdominal distension, adrenal insufficiency, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, cardiac murmur, coeliac disease, cold sweat, complication of device insertion, constipation, depression, device expulsion, dizziness, fallopian tube cyst, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, headache, heart rate irregular, illness anxiety disorder, lethargy, menorrhagia, menstruation irregular, musculoskeletal pain, neck pain, nodule, pain in extremity, palpitations, pelvic pain, pruritus, rash, syncope, tooth disorder, urinary retention, urinary tract disorder, uterine leiomyoma, uterine scar, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: she had need for additional surgery date(s) of removal: (B)(6) 2017, (B)(6) 2018. Mr - insertion details (B)(6) 2014. The left tubal ostium was visualized and the essure coil was inserted without difficulty in the usual fashion. There was some difficulty initially visualizing the right tubal ostium. The second essure coil was deployed in what appeared to be the right tubal ostium. However, when the scope was pulled back, the coil was seen inside of the uterine cavity. This was removed with a hysteroscopic grasper. The scope was placed further lateral and the tubal ostium was then visualized in the right cornual area. The second essure coil was then placed in the proximal right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number (b60782) is invalid. Lot number: b60752 manufacture date: 2013/08 expiration date:2016/08 . Lot number: b82481, manufacture date: 2013/10, expiration date:2016/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia outcome was unknown. The reporter considered alopecia and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.